Event description:
The connector (pac-1) for the temperature measurement broke during use and stopped measuring the temperature. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.